Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel. The actual device was not returned for evaluation.

Event description:
A us distributor contacted zoll to report that a patient initially reported constant arrhythmia alarms. Review of the alarms indicated that the alarm were likely due to double counting. The patient was able to press the response buttons each time to prevent a treatment from occurring. The patient later reported that he visited the emergency room due to a wound on his back under the vibration box from the constant arrhythmia alarms. The vibration box vibrates each time an arrhythmia sequence is initiated. The patient was prescribed antibiotics and instructed to remove the lifevest while in the hospital. The patient required surgery for the abscess.